Event description:
A caller reported that their t:slim x2 pump battery would not charge, even after trying various troubleshooting steps, such as using different adapters and cables. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, sending a replacement with updated software, and informed the customer about returning the non-working pump. The customer agreed to continue using their current pump temporarily until the replacement arrived.